Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 4 pm with a high blood glucose level. The customer did not provide information about the hospitalization. The customer was unresponsive when the paramedics arrived. The customer was off the insulin pump during the ride to the hospital. The customer's health care provider urged to put the patient back on their insulin pump. The customer was assisted with uploading their insulin pump and needed no further assistance.